Event description:
A vaxcel pasv port was implanted for the infusion of therapeutic medication in 2004. 3 months later a leak developed from the septum of the port. It should also be noted that the pt is experiencing skin erosion and pain.